Manufacturer narrative:
The investigation for the pump not detected issue has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned pump. The pump still had a red lumen in place. A controller failure alarm appeared after the pump was plugged into the console. The pump could not start. All 5s parameters were within specification limits. The pump passed all electrical testing on the motor cable lines and the communication lines. The cause of the pump not detected issue was eeprom corruption. Device return date, h6 impact code 4629.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp had an impella defective alarm during preparation. The impella was exchanged. There was no harm to the patient.